Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly. (B)(6).

Event description:
The customer reported that when using intra-aortic balloon pump (iabp) doctors found that the machine alarm "cannot be adjusted ," and blood pressure waves formed a straight line. Replaced the iabp with another machine and alarm information is eliminated. No patient injury or harm reported. No adverse event reported.

Manufacturer narrative:
09/13/2017 11:30 am (gmt-4:00) added by (B)(6) (pid-(B)(4)): the company representative reported that blood pressure transducer adapter cable was broken. A getinge authorized distributor engineer replaced the bp transducer adapter cable and resolved the issue. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. 09/12/2017 10:24 am (gmt-4:00) added by (B)(6) (pid-(B)(4)): the company representative reported that blood pressure transducer adapter cable was broken. A field service engineer (fse) replaced the bp transducer adapter cable and resolved the issue. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that when using intra-aortic balloon pump (iabp) doctors found that the machine alarm "cannot be adjusted ," and blood pressure waves formed a straight line. Replaced the iabp with another machine and alarm information is eliminated. No patient injury or harm reported. No adverse event reported.